Event description:
It was reported when using the bd as lvp 20d 3ss cv, the device experienced flow issues. The following information was provided by the initial reporter. The customer stated: we had another faulty primary tubing today: started a tko line for my patient, hooked up the emend as a secondary, unclamped it and the second started back flowing into the primary. Immediately clamped all access points to lines and started a new primary without any further issue.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported when using the bd as lvp 20d 3ss cv, the device experienced flow issues. The following information was provided by the initial reporter. The customer stated: we had another faulty primary tubing today: started a tko line for my patient, hooked up the emend as a secondary, unclamped it and the second started back flowing into the primary. Immediately clamped all access points to lines and started a new primary without any further issue.

Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes, d10: returned to manufacturer on: 2021-12-16. H6: investigation summary: one primary tubing (model 2426-0007) was returned by the customer. It was reported that they hooked up the emend as a secondary, unclamped it and the second started back flowing into the primary. The sample was examined for defects and abnormalities. No defects or abnormalities were observed. Functional testing was performed by using the returned primary set with a bd secondary set. A primary bag filled with clear saline was used to prime the primary set. The bd secondary set was connected to a bag filled with a blue dye/water mixture, and then connected to the primary set. The sets were set up in a secondary infusion configuration with the fluid level of the secondary bag at least 9.5 inches higher than the primary bag fluid level, and all of the clamps closed. The secondary set was primed with the secondary roller clamp fully opened. Fluid flow was controlled using the primary roller clamp. Fluid was found to be flowing normally. No back flow was observed. The failure was unable to be replicated, and the complaint could not be verified. A root cause was unable to be determined because the failure was unable to be replicated. A device history record review for model 2426-0007 lot number 21109051 was performed. The search showed that a total of 28,803 units in 1 lot number was built on 14oct2021. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. H3 other text : see h10.